Event description:
Healthcare professional reported right side rupture. Healthcare professional reported cyst and nodule not related to the device. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified voids, no openings were found in the device and deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Manufacturer narrative:
Continued from initial reporter phone: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Also reported lump/nodule - not device related.

Event description:
Healthcare professional reported right side rupture. Healthcare professional reported cyst and nodule not related to the device. Device has been explanted and replaced.